Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that it takes a few tries of pressing the start/stop button on the unit before it engages. There was no patient involvement associated with this reported issue.